Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the end-user was traveling outside of the united states and reported that they were unable to obtain compatible continuous glucose monitor (cgm) sensors for the ilet and subsequently disconnected from the device. The end-user developed hyperglycemia with blood glucose (bg) levels of 600 mg/dl. A caregiver called ems, and they transported the user to the hospital where they were admitted, diagnosed with diabetic ketoacidosis (dka), and treated with insulin. The end-user was discharged on (B)(6) 2025 with no reported long-term effects.